Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the device did not recognize the recharger. They added that receiving a new recharger and antenna resolved the issue. The patient indicated that their loss of stimulation, por, and poor communication was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he wasn¿t sure, what wasn¿t working today, the controller or the ins. The patient had tried to charge the ins and he could see it was charging but stated he wasn¿t feeling stimulation on the day of the report. The patient last felt stimulation about 4-5 days ago. The patient connected with the patient programmer (pp) and was seeing the poor communication screen. The patient connected with the recharger and was seeing the reposition antenna screen. The patient was walked through antenna locate and the patient reported seeing 50 and he got it up to 70-72. The patient was able to connect to charge but saw a power on reset (por) message. It was reviewed that the patient would need to charge to 50% and then call back to have the por message cleared and turn stimulation back on. The patient later called back after charging the ins to 50%. The patient described seeing an informational por screen. The patient was assisted in clearing the por and turning the ins back on. No further complications were reported.